Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician had decided to reprogram the device to account for the higher thresholds on the right ventricular (rv) lead and will continue to monitor the patient.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead¿s threshold has increased. The patient is being referred to an ep (electrophysiology) for consideration of a lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.